Event description:
Patient reported that was treated over the abdomen (upper, mid and lower) on (B)(6) 2025 and experienced paradoxical hyperplasia (ph) described as ¿fatty bump¿, between the fourth and sixth treatment sessions. C150 and c120 applicators from coolsculpting elite system were used. Healthcare professional later reported a "small area of what appears to be pah to the left lower abdomen. It is a firm area of fat, about 4-5 cm in diameter, just inferior and lateral to the umbilicus".

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.